Event description:
It was reported in the last two weeks, a patient developed respiratory stridor following a planned, routine extubation of a hilo evac endotracheal tube. The size and the lot number are not known. The tube was discarded. No other information available.

Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. No analysis or conclusions can be drawn without the device of the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant information result.